Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 309653 batch# unknown. It was reported by customer that they appear to have particulate floating inside of the barrel. Verbatim: rcc received a complaint via phone. Pir attached. Appear to have particulate floating inside of the barrel. As far as we know, the one that had particulate in it was caught before it left the pharmacy. ¿ product code: 309653.

Manufacturer narrative:
It was reported there appears to be a particulate floating inside of the syringe barrel. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe bottom side up with a solution in it. The solution appears to have air bubbles. No other information could be obtained from the photo. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that the issue was with a 30ml syringe and not the previously reported 50ml syringe. Corrections made in section d: medical device brand name. Medical device material number. Medical device batch number.

Event description:
Photo provided shows an unknown bd 30ml syringe.